Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, with a patient heart rate of 155 bpm. The noise could be reproduced when the patient flexed their pectoral muscles. The physician believes there to be insulation damage on the ra lead. The patient tracked their heart rate, using a smart watch while sleeping, noting a heart rate of 150 bpm. Programming changes were made. The patient returned a month later, and noise was noted on both the ra lead and right ventricular (rv) lead. The device remains implanted.